Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7072022.

Event description:
It was reported that one of the patients leads had high impedances. The patient underwent a revision procedure wherein one of the leads was removed and the other one was repositioned. The patient was doing well postoperatively. The explanted lead was not returned as it was discarded by the medical facility.